Manufacturer narrative:
E.1. Address was not located, and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd syringe 3ml ll 200 s/c barrel cracked. Verbatim: rcc received a complaint via email. Email(s) attached. The 3ml syringe that was going to be used to give im (intramuscular) medication started leaking from crack in the middle of syringe. Could you confirm the crack was on the clear plastic cylinder (the barrel) rather than at the tip where the needle attaches? The crack was on the plastic cylinder, not at the tip.

Manufacturer narrative:
Investigation results: since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A physical sample is required for a more thorough evaluation and potential root cause determination. We will continue monitoring the complaint trend for the product and symptom. Batch 2103602 is considered in compliance with our product specification requirements. The complaint was not confirmed, and no CAPA evaluation was required. This complaint type will continue to be trended within the post-market surveillance process, and any determined escalation will be managed there.

Event description:
No additional information.